Event description:
The patient had an endovascular stent graft place in 2004 for a aaa. During a routine CT scan surveillance, found an enlarging aaa with dye notedin aneurysm sac. The patient was not symptomatic. It was found that a dislodgement of the left iliac limb with resultant disconnection from main body had occurred. An endoleak was present between the two components with thrombosis of iliac component that had kinked within the common iliac artery. On march 20, 2006, the physician placed a converter to resolve the endoleak.the patient is cuurently stable after this procedure.